Manufacturer narrative:
Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol) was explanted from the patient's eye during secondary procedure. Complaint description, anisometropia, debilitating. Originally, the surgeon targeted near intermediate vision correction. Patient was not satisfied with the refractive outcome with measured of residual astigmatism. After many visits, and was referred to a corneal specialist, a lens exchange was required. The replacement lens is a standard monofocal lens and patient is happy with the surgery outcome. Pre-operative visual acuity (va) was 20/70 near, and post-operative va is 20/40 near. At explant the incision was enlarged to remove the lens and sutures were required. The explanted lens was discarded. No additional information provided.